Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There was a revision in which these implants were removed and replaced; therefore the complaint is considered confirmed. The legal representation stated that the patient returned to the ER nine days post-operatively with chest pain and popping. They also stated that "the op note described what looked like titanium steel fatigue and separation from the plate." This seems to indicate that these implants had lost purchase and may have possibly fractured. However, the operative notes that were provided were incomplete and the conclusion that was reached by the patient's legal counsel was based on what was provided. The operative notes indicated "sternal fracture" as the diagnosis. On the last page of the documents provided, underneath the title procedure detail is a section titled findings and the scan of the document was cut of in the middle of the following sentence making the sentence and the rest of the sentence illegible. No x-rays, scans, pictures, or additional physicians reports for the revision surgery were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00824-1 and 0001032347-2017-00826-1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00824-2 and 0001032347-2018-00826-2.

Manufacturer narrative:
Concomitant medical product - zimmer biomet catalog #: 74-0004 lot #: 261450, zimmer biomet catalog #: 73-2412. Therapy date: (B)(6) 2016. The location of the explanted devices is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00824 and 0001032347-2017-00826.

Event description:
The patient's legal counsel reported the patient had aortic valve replacement. Nine days later he presented to the emergency room with chest pain and popping. He underwent a revision to remove the sternalock 360. The operative note provided indicates the surgeon implanted a plate and screws from a different system. The patient was hospitalized for nine days. The letter states the operative note describes what looked like titanium steel fatigue and separation from the plate. No additional patient consequences were reported.